Manufacturer narrative:
(B)(4). (B)(6). Product is reported to be in the process of returning to zimmer biomet for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the suture anchor pulled out of the patient's bone during attempted implantation. There was no reported patient injury or delay to procedure. Surgery was completed with alternative product. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of product returned. As per the visual inspection of the returned product, the inserter tip was found to be bent and the anchor was still seated on the inserter tip. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the suture anchor pulled out of the patient's bone during attempted implantation. There was no reported patient injury or delay to procedure. Surgery was completed with alternative product. No adverse events have been reported as a result of the malfunction.